Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the surgeon tried to fire but the device would not fire. The handle was autoclaved.